Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon used an atw35 and found the firing trigger and the closing trigger would not open after firing the instrument. The surgeon was able to push the handles open while simultaneously depressing the release button. A new atw35 was used to complete the case. There was no consequence to the pt.